Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007; corox lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead triggered an alert for high pacing impedance after exhibiting a sudden increase and variability. Additionally, a noise alert for oversensing-noise episodes was noted, and a lead integrity alert (lia) triggered for increased sensing integrity counter (sic) and high rate non-sustained episodes which appeared to be oversensing. The rv lead was reprogrammed as detections and alarms were programmed off. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.